Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 5 see 1920664-2015-00111,00112,00114,00115.

Event description:
The user facility reported the tubing became clogged and they were unable to proceed. They opened a new pack reset the system, and completed the surgery. No medical intervention was needed, and there was no impact to the patient.